Event description:
It was reported when using the bd pyxis medstation system the drawer 2 was unable to recover. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer 2 failed to stay closed. The field service engineer replaced the inseparable magnet and performed the preventative maintenance to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.